Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (damaged cap and case) issue. It was reported that the battery compartment was damaged and the battery cap was loose. The alleged issue could not be resolved with troubleshooting. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap or compartment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 9/23/2016 with the following findings: during visual inspection of the pump, it was observed that the battery compartment had two cracks. There was no evidence of physical damage found on the battery compartment threads. The threads on the returned battery cap were stripped and were unable to secure. A test battery cap was used and was able to secure to the pump.